Manufacturer narrative:
The patient samples were evaluated and re-spun prior to repeating. There was no fibrin found and repeat precision did not show any flyers. The siemens technical application specialist (tas) was on-site and performed a precision run with the controls. The results were acceptable. The cause for the discordant troponin ultra result is unknown. The customer is planning to switch to gel barrier sample tubes. The instrument is performing within specifications. No further evaluation of the device is required. The instruction for use (IFU) under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."

Event description:
False high advia centaur cp troponin ultra (tni-ultra) results were obtained for samples from three patients. Testing was repeated for the samples and the results were negative. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra results.